Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when an asymptomatic non-pacer dependent patient presented in clinic for routine follow-up, device was found to be in backup vvi mode. Device battery was too low, so device restoration could not be performed. The physician does not allege premature battery depletion. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in back up mode due to transient low battery voltage. Despite extensive efforts, the backup condition could not be reproduced and the cause of the transient nmi could not be determined. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. The battery voltage was normal and above eri.